Manufacturer narrative:
UDI and 510k are unknown; no additional information was provided. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The original device history record (DHR) is no longer applicable as device was manufactured in 2012. No previous service records were found. The sample was received in fair condition. Device was manufactured in 2012. Visual inspection and functional test(s) were performed. There was a crack in the return tube which had leaked water and damaged multiple components. Actuator pole made a grinding sound when pole was moving upwards. This confirmed the reported problems. The root cause of the issue was deemed a result of normal wear and tear. Action(s) taken to mitigate the reported issue(s): replaced return tube, pcb (printed circuit board) and actuator pole, installed tempcheck test fixture and temperature was within tolerance; device passed all functional and electrical tests. A corrective and preventative action has been opened to address the return tube issue.

Event description:
It was reported that, during a pre-use check, the i.v. Pole did not function and was overheating; the unit alarmed. No patient injury was reported.